Manufacturer narrative:
(B)(6).

Event description:
It was reported that during resection of the semitendinosus tendon a part of the blade of the tendon stripper broken off and fell into the joint. After x-ray check the broken part could be removed. The incision had to be exteudet. There was a 30 minute delay in the procedure.

Manufacturer narrative:
The slotted tendon stripper device returned for evaluation. The broken tip piece was removed per the complaint communications. The piece was not returned with the device. The stripper does not show signs of aggressive use. There is no bow or bending of the shaft. There are light scratches and dings which are inherent to normal use of the device. No root cause related to the manufacturing of this device can be established. No further investigation warranted.